Event description:
Reporter indicated that a hp handheld computer's screen was freezing during interrogations on every patient and if it did not freeze during the interrogation then it would freeze during a diagnostic test. A flashcard re-insertion was reported to have resolved the issues but they continued to reoccur. The handheld and flashcard were returned and are awaiting analysis.